Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to implant a resolute integrity stent in a lesion in the lad which had moderate calcification and tortuosity. No damage was noted to the packaging and there was no issues noted when removing the device from the hoop/tray. The device was inspected with no issues and negative prep was performed with no issues. The lesion was pre-dilated. The device passed through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that the stent dislodged during removal after failed delivery. The dislodged stent remains in patient and no other stent was implanted.

Manufacturer narrative:
Clarification of date of report 2017-06-06, omitted from previous report for this pe. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated from serious injury to malfunction. If information is provided in the future, a supplemental report will be issued.